Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 4 years, 1 month due to unknown reasons. The explanted valve was replaced with a 21mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
Through implant patient registry, it was learned that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 4 years, 1 month due to enterococcus faecalis endocarditis. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient outcome at the end of the procedure as in recovery.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, a definitive root cause cannot be conclusively determined.